Event description:
It was reported that at a follow-up visit that diagnostic testing was performed and the generator was functioning well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following generator replacement the patient's seizures were worse. A review of the manufacturing records for the m106 generator indicated that it passed quality inspection prior to be distributed. No additional relevant information has been received to date.

Event description:
It was reported that the patient had been seen by the physician in june 2016. It was noted during that visit that the patient was on a combination of vns and keppra which had been helping patient's the seizure rate. The patient saw a different physician who placed the patient on vimpat which caused the patient's seizures to increase in (B)(6) 2016. The physician stated that the increase in seizures (or worse seizures) were reported were not related to vns but rather the change in medication by another physician.